Manufacturer narrative:
It was reported that a patient was implanted with an optease inferior vena cava filter. The information provided indicated that there were multiple failed removal attempts made, details of the procedures have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post implant images to review the reported retrieval difficulty could not be confirmed or further clarified. Given the limited information available for review, a relation between the device and the event could not be determined. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient was implanted with the optease filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to: malfunction, including multiple failed removal attempt.

Manufacturer narrative:
Additional information was received and the expiration and manufacturing date was received. It was reported that a patient was implanted with an optease filter. The information provided indicated that there was a failed removal attempt, blood clots, clotting and/or occlusion of the inferior vena cava. According to the medical records, the pre-operative diagnosis was deep vein thrombosis. The filter was placed via the right femoral vein and deployed in the infrarenal position without complications. According to the patient profile form the patient experienced blood clots, clotting, and/or occlusion of the inferior vena cava and the device is unable to be retrieved. The patient underwent an unsuccessful percutaneous attempt to remove the filter, approximately five years and seven months post implant. The patient also reports having anxiety related to the filter, that it could fail at anytime and it is unable to be retrieved. The patient lives with the fear that the filter is chronically occluded with extensive collaterals extending from the femoral vein to the right common iliac vein. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Blood clots, clotting and/or occlusion of the inferior vena cava do not indicate a device malfunction. Rather, patient, pharmacological factors and/or vessel characteristics may have contributed to these events. Without the patient¿s medical history, procedural films or post-placement imaging and the limited information provided, the report of events could not be confirmed or further clarified, nor a relationship between the device and the event be drawn. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received section b5, d4, and h6 was updated. The patient is a white male. 65 years of age weighing 204lbs with a height 6'3''. Lot #: 16004156 according to the medical records, the pre-operative diagnosis was deep vein thrombosis. The filter was placed via the right femoral vein and deployed in the infrarenal position without complications. According to the patient profile form the patient experienced blood clots, clotting, and/or occlusion of the inferior vena cava and the device is unable to be retrieved. The patient underwent an unsuccessful percutaneous attempt to remove the filter, approximately five years and seven months post implant. The patient also reports having anxiety related to the filter, that it could fail at anytime and it is unable to be retrieved. The patient lives with the fear that the filter is chronically occluded with extensive collaterals extending from the femoral vein to the right common iliac vein.